Manufacturer narrative:
A new appliance will be fabricated and that the angulation of the axle will be adjusted for the patient's comfort. Since each appliance is custom-made to the request of the prescription, there was no product problem. The patient has fully recovered and the new appliance will be placed.

Event description:
On (B)(6), 2011, a doctor alleged that a patient's advansync appliance caused irritation that resulted in an infection which required prescribed antibiotics for treatment.